Event description:
At about 2 years 11 months after the primary, the patient came in complaining of mid flexion instability. The surgeon revised the insert (10 mm to 14 mm) and resurfaced the patient's natural patella. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2025. Lot 2110142: 150 items manufactured and released on 04-oct-2021. Expiration date: 2026-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. Moreover, the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the devices may have caused or contributed to the event.